Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue through review of software logs and device testing. Stryker cleared certificates in the device software which resolved the boot issue. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. Stryker archived this device and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't complete it's boot up cycle. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't complete it's boot up cycle. As a result, defibrillation therapy may be delayed or unavailable, if needed.